Event description:
The surgeon performed bilateral partial knee arthroplasty cases using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. During joint balancing with the trial components in place for the right side, the system displayed a "poses are outside the graph range" error. The surgeon evaluated the joint to be acceptable clinically. The case continued without further incident and was reported to have a successful outcome with implants placed to plan. The joint balancing graph for the pt's left side did correspond to the surgeon's clinical assessment.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). The "poses are outside the graph range" message is an indication of an overloose or overtight gap in the joint. The software functioned as intended, and the surgeon was able to achieve a successful outcome.